Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right atrial (ra) lead exhibited undersensing and was pulled back due to slack. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.